Event description:
A healthcare facility in (B)(6) reported that the heated breathing tube as part of the 900pt561 heated breathing tube and chamber kit was found melted. The healthcare facility reported that the device was not in use by the patient at the time of the reported event as the patient had removed and subsequently placed the subject heated breathing tube on the headrest of a chair. The healthcare facility further reported that the subject heated breathing tube likely slid between a sheet and a pillowcase during the reported event. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). D4, h4: fisher & paykel healthcare (f&p) has requested for complete device identification information from the distributor. F&p has requested for the subject device to be returned for evaluation. F&p will provide a follow up report upon completion of f&p's investigation. Product background: the heated breathing tube (hbt) is a component designed for use with the airvo humidification series, for the delivery of humidified respiratory gases to patients, including those who are receiving nasal high flow (nhf) therapy. Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo device should not be used for life support purposes, and appropriate patient monitoring must be used at all times. The hbt as part of the airvo system contains a heater wire encapsulated in plastic which ensures optimal temperature and humidification levels are delivered to the patient interface while minimizing the amount of condensate in the tube.